Event description:
It has been reported that the mattress has been soiled and is leaking through the cover. No adverse consequences have been reported.

Manufacturer narrative:
Investigation currently underway.